Event description:
The customer reported that the insulin pump alarmed the motor error as she attempted to prime. The reported blood glucose reading at the time of the call was 108 mg/dl. Troubleshooting was performed and the insulin pump failed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.